Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 25 mg/dl. The customer stated she was treated and her blood glucose readings were stable within an hour. The customer stated that low blood glucose may have been caused by the insulin pooling under her skin. Nothing further was reported.